Manufacturer narrative:
Per a key market (km) response received 29dec2024, the customer had a third-party company replace the power management (pm) board. The device was returned to normal. No further details were provided.

Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a screen that was black, and could not be started up. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. It was reported that there was a delay in therapy. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that there was no injury to the patient. The investigation is ongoing.